Event description:
A 2-year henderson classification failure report indicates that patient was revised. As noted: "dislocation."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown trident liner was reported. The event was confirmed via review of provided medical records by a clinical consultant. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. - clinician review: a review of the provided medical records by a clinical consultant indicated the following: "the implant in situ was for mets proximal femoral replacement, the first insertion was on (B)(6) 2019. The surgeon reported that the patient had number of dislocations and revision procedures till most recent dislocation that was occurred on (B)(6) 2021. The x-ray images show subsequent dislocation events and followed by revision procedures to correct. Therefore, the radiographic review can confirm the clinical report and reason for revision." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to dislocation. A review of the provided medical records by a clinical consultant indicated the following: "the implant in situ was for mets proximal femoral replacement, the first insertion was on (B)(6) 2019. The surgeon reported that the patient had number of dislocations and revision procedures till most recent dislocation that was occurred on (B)(6) 2021. The x-ray images show subsequent dislocation events and followed by revision procedures to correct. Therefore, the radiographic review can confirm the clinical report and reason for revision." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
A 2-year henderson classification failure report indicates that patient was revised. As noted: "dislocation."